Event description:
A patient underwent revision surgery approximately two months after implantation to address five migrated everest set screws. This report captures the fourth of five everest set screws.

Manufacturer narrative:
Corrected data: b5 additional data.

Event description:
A patient underwent revision surgery approximately two months after implantation to address four migrated everest set screws; one at l2, one at l5, two at s1. This report captures the fourth of four everest set screws.